Manufacturer narrative:
B3: date inaccurate, only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient charged the ins for about one hour and fifteen minutes with the ins battery reaching only 30%. The patient services agent explained that charging the ins typically took about one to two hours. The patient confirmed receiving excellent recharge quality throughout charging and reported no error messages. No visible damage was found on the recharger. The patient was instructed to monitor the recharging time and call back if fully charging the ins continued to take longer than expected. During the call, the ins battery reached 30% while the controller battery decreased to 60%.